Event description:
A nurse reported to baxter (B)(4) that the patient connector was not connected to the titanium adaptor well. The customer changed the transfer set. There was patient involvement, but no patient injury or medical intervention indicated with this report.

Manufacturer narrative:
(B)(4). The reported connection issue could not be confirmed and a root cause was undetermined. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed.